Manufacturer narrative:
The following fields have been updated with corrected and/or additional information h5: labeled for single use? No. H6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported false resistance and high sensitivities of organisms. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse performed a light source adjustment and ensured optics were aligned. Cv testing was performed and the pud was updated. The instrument was found to be functioning as expected and returned to the customer for normal use. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation, and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of (B)(6) 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, false resistance of microorganisms was seen. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, false resistance of microorganisms was seen. No patient impact reported.